Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 09/06/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device has damaged housing and syringe clamp assemblies. No additional information was provided. No patient involvement was noted.